Event description:
Product = alaris readymed elastomeric infusion device, ref r250167, lot# 07015045, exp: 01/2009. Problem - pump was filled to 167ml with normal saline using baxa pump - was the 4th pump filled in the batch- - the outer latex balloon split and disintegrated. Leaving only the inner -clear-membrane intact. No other medication had been added yet. Incident occurred in pharmacy clean room, no personnel or patient harm. Other devices from same lot had filled correctly and appear to be functioning correctly.